Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad program administrator reported the pt had a full disconnect of the bend relief from the sealed outflow graft. No further details were provided to the MFR.

Manufacturer narrative:
Info previously submitted to the MFR indicated that the pt had expired 14 days post implantation of the lvad. There was no report at the time to indicate that the pt's cause of death was device related. The MFR is attempting to acquire add'l info from the hospital regarding the event. These reports of disconnection of the bend relief from the sealed outflow graft are being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. The attached user facility report was received from the intermacs registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.